Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.